Event description:
On (B)(6) 2013 the patient contacted animas alleging that about two to three weeks ago the pump powered off without warning and she experienced elevated blood glucose (bg) of 300mg/dl with moderate thirst. The patient was reportedly able to bolus and bgs were stable within one to two hours. There was reportedly no damage to the pump casing or the battery cap, and there was no evidence of moisture or corrosion inside the battery compartment. The patient reportedly changes the battery cap as needed and is able to tighten the battery cap appropriately to the pump. There were no related alarms observed in the pump history. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: a review of the pump history showed no alarms, warnings, or reboots related to the complaint. The battery compartment was intact; no damage was observed. There was no evidence of moisture found inside the battery compartment. The battery cap was able to fully tighten to the pump. The battery cap height and width measurements were not within specifications. The pump was exercised for 24 hours with no power losses or battery related warnings observed. The pump case was removed and there was no evidence of moisture found inside the pump. The battery terminal contacts were inspected and no evidence of intermittent contact was found. The issue of the intermittent power was not able to be duplicated. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display screen that was difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration.